Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 2000mcg/ml 493mcg/day (lot number unknown) via an implantable pump. Indication for use was intractable spasticity and post spinal cord injury. The date of the event was (B)(6) 2016. It was reported the patient was supposed to see another healthcare provider for a pump refill but never did. The pump refill was supposed to occur (B)(6) 2016 at 1pm. The pump was critically alarming and was believed to be empty. The empty reservoir alarm occurred (B)(6) 2016. The patient has had other medical issues that were not related to the pump that affect his spasticity. It was difficult to manage the spasticity with the pump reservoir going empty. The physician gave the patient a 50mcg therapeutic bolus. The physician was going to start the dosing low and supplement with oral baclofen to prevent withdrawal. The plan was to decrease the dose and initially start at 50 mcg/day. Additional information was received from a healthcare provider (hcp) via a company representative. The patient¿s only symptom was itching. The dose was reduced from 493 mcg/day to 100 mcg/day last week when the pump was filled. Since the pump was filled, the patient has had some severe paranoia thinking people were in his house. This caused him to damage the house to the point that he was arrested. The hcp did not believe the symptoms were related to the pump. It was unknown what other medications the patient was taking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.